Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's scs paddle lead was implanted in a sub-optimal position to provide therapy to their pain map. In turn, the physician elected to reposition the lead on (B)(6) 2019 laterally to improve coverage over the patient's pain pattern. The issue has since been resolved.